Event description:
It was reported that a piece of the cc4204a collamer single piece lens jammed and tore off in the cartridge as the surgeon was inserting it in the eye. The surgeon retrieved the part of the lens that was inserted and implanted another same model/same diopter lens with any patient incident. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the product showed a haptic was torn off and inside of the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge, injector or ftp. (B)(4).